Event description:
The customer reported that the system exhibited freezing and locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.